Event description:
It was reported that during a vena cava filter deployment procedure, the filter could only be partially deployed; therefore, a snare device was used to capture and retrieve the filter successfully. A new vena cava filter was prepped and deployed successfully. There is no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple attempts were made to the facility to obtain information pertaining to patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy). The file was documented with patient and device codes but not reported. The report source did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned for evaluation; however, images were provided and reviewed. Images demonstrated a denali filter during deployment from the right femoral vein. No contrast was visible in the ivc. The filter arms completely expanded; however, the filter legs were still contained within the delivery sheath. A subsequent image demonstrated another manufacturer's filter after deployment from the right jugular vein and the denali filter was no longer visible. Based upon the image review, the complaint investigation is confirmed for partial filter deployment. Based upon the available information, the definitive root cause for this event is unknown.